Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. (B)(4). (B)(6). Without a lot number the device history records review could not be completed. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Canada reported the following event: it was reported that during an initial lefort 1 orthognatic procedure, a thread from the screw detached. The surgeon had inserted the screw into the plate and then had to remove it. During removal the surgeon noticed the thread separate from the screw which created a small filament -like fragment or fragments. The fragment(s) were removed easily. The procedure was successfully completed with a like product. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device broke intra-operatively and was not implanted or explanted. Product investigation summary: one (1) 1.85mm titanium matrix screw (part 04.511.228.01 / lot unknown) was received with complaint category broken: intra-operatively. This complaint is confirmed, as the returned device shows a missing portion of a distal thread form by visual inspection with 5x magnification. Whether this complaint can be replicated is not applicable as the device is already broken. A visual inspection and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. Matrixorthognathic implants are intended for use in selective trauma of the midface and craniofacial skeleton, craniofacial surgery, reconstructive procedures, and selective orthognathic surgery of the maxilla, mandible, and the chin in adolescents and adults. The relevant drawing for the device was reviewed. No drawing issues or discrepancies were noted. The design was determined to be suitable for the intended use when employed and maintained as recommended. A review of the device history records was unable to be performed since the lot number was unknown. Per the complaint condition, the screw thread detached during attempted insertion. Due to the size of the implants, the technique guide recommends predrilling prior to inserting the screws into excessively hard bone. It is likely that the bone was excessively hard and the screw was inserted without drilling first, but the exact cause could not be determined. No new, unique, or different patient harms were identified as a result of this evaluation. No manufacturing or design issues were noted during the investigation. The design is determined to be adequate for its intended use when used and maintained as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.